Manufacturer narrative:
(B)(4). Evaluation summary: analysis of the returned product noted blood visible in the guide wire lumen, on the balloon, on the stent implant and on the shaft, consistent with the stent delivery system (sds) advanced into the patient anatomy. The stent implant was stationary on the tightly folded balloon between the markers. There were mangled distal struts on the first row of the stent implant, confirming the reported damage. There was one bent proximal strut on the first row of the stent implant. There were two kinks in the hypotube 24 cm and 24.9 cm distal to the strain relief tubing. There was a bend in the hypotube 63.8 cm distal to the strain relief tubing. Since this damage was not reported in the incident information, the kinks and bends may have occurred during the procedure or during packaging, handling and return to abbott vascular for analysis. The tip length and stent outer diameters were measured and met manufacturing criteria. The inability to cross a lesion can be affected by numerous factors including, but not limited to, patient anatomical morphology, patient disease state, pre-dilatation strategy, device placement technique, and accessory device support. It is likely the stent damage occurred during the procedure as there was no damage noted to the stent prior to use which suggests a product deficiency did not contribute to the reported difficulties. Damage to the distal end of the stent is most consistent with that of which occurs as a result of an interaction between the mounted stent and the anatomy and/or accessories during advancement of the device. In this case, the patient anatomy was moderately tortuous and heavily calcified, which likely contributed to the reported difficulties. It was reported a perforation was noted after the xience v was removed from the patient anatomy and another stent was implanted. Perforations are known adverse events listed in the xience v instructions for use. A conclusive cause for the reported patient effects and the relationship to the device, if any, cannot be determined. A review of the product manufacturing records did not reveal any non-conforming material records associated with this lot that could have contributed to this complaint and all lot release testing met manufacturing criteria. In this case, the reported difficulties appear to be related to the operational context of the procedure. The profile dimensions on all stent delivery systems are confirmed by visual and dimensional checks on the manufacturing line before release. Additionally, all stent delivery systems are 100% visually inspected online for stent damage.

Event description:
It was reported that a ballooning procedure was performed to treat a restenosis of a non-abbott stent in the heavily calcified, moderately tortuous high lateral 1 (hl1) branch of the circumflex. After ballooning was performed, a stenotic lesion was noted in the high lateral 2 branch (hl2). A 1.5 mm non-abbott balloon was advanced to the lesion, but failed to cross. Then pre-dilatation was performed with a 1.5 mm trek and a 2.5 x 28 mm xience v was advanced to the lesion, but failed to cross. Thus, a the guiding catheter was deeply engaged and a guide wire was added for a double wire technique. An anchor balloon was able to cross to the hl1, but the xience v still did not cross. It was removed from the anatomy and a distal stent strut was found to be flared. A non-abbott stent was then implanted in hl2. After stent implantation, on angiography, a perforation was noted in the middle of the non-abbott stent. Protamine was administered and prolonged balloon inflations were performed at the perforated site for twenty to thirty minutes. The physician commented that the perforated site is located near the area which the xience did not cross. No further patient effects were reported. No additional information was provided.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. Dilatation catheter: lacrosse. Stent: endeavor. The device was received. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.